Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 472 mg/dl. The customer was treated with manual injections. Customer's blood glucose value was 472 mg/dl at the time of the incident. Customer's current blood glucose value was 327 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017. Infusion set was last changed on (B)(6) 2017. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Drive support cap appears normal. Customer report the pump kept saying non-delivery. Troubleshooting was performed and assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. The product was not returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or weak battery alarm noted. Unit was received with minor scratched lcd window and cracked reservoir tube lip.